Event description:
It has been reported to philips that the system did not start up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that there was issue with system start-up. Upon troubleshooting fse discovered that the 5v led on the sib was off and power tray was defective. To resolve the issue, fse replaced power tray. The system was returned to use in good working order. The codes were updated based on the investigation outcome.